Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  The device was also received and the engineering report is pending but will be submitted within 30 days upon receipt.

Event description:
As reported a 4 mm 4 cm 135 length powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter appeared to be longitudinally fractured when the pressure pump was used at 2 atmospheres (atm). There was no patient injury. The device will be returned for analysis. There was no difficulty removing the product from the hoop, difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast media used was bayer at a 1:1 contrast to saline ratio. A bsn indeflator was used.  There was resistance/friction while inserting the balloon through the rotating hemostatic valve but no resistance/friction while inserting the balloon through the guide catheter.  The lesion had 70% stenosis, was calcified but had to vessel tortuosity.  There was no difficulty advancing the balloon catheter through the vessel, no difficulty crossing the lesion and the catheter was never in an acute bend. It did not kink while being used. The balloon catheter removed easily from the vessel, the sheath, the rotating hemostatic valve, from the guidewire and from the guide catheter.

Manufacturer narrative:
A 4mm x 4cm 135cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter (bc) appeared to be longitudinally fractured when the pressure pump was used at 2atm (two atmospheres). There was no patient injury. The lesion had a 70% stenosis, was calcified but had no vessel tortuosity.  There was no difficulty removing the product from the hoop, difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast media used was at a 1:1 contrast to saline ratio. An indeflator was used.  There was resistance/friction while inserting the balloon through the rotating hemostatic valve but no resistance/friction while inserting the balloon through the guide catheter.  There was no difficulty advancing the balloon catheter through the vessel, no difficulty crossing the lesion and the catheter was never in an acute bend. It did not kink while being used. The balloon catheter removed easily from the vessel, the sheath, the rotating hemostatic valve, from the guidewire and from the guide catheter. The device was returned for analysis. One non-sterile unit of powerflex pro 4mm x 4cm 135cm bc was returned. Per visual analysis an axial burst of 3 cm of length was noted in the balloon. No other damages/anomalies were noted in the device. Per functional analysis a leak test could not be performed due to the axial burst noted in the balloon.  Per sem analysis the external surface revealed evidence of scratch marks adjacent to the balloon burst and it¿s very likely that the same factors that caused the scratch marks on the balloon outer surface also contributed to the burst condition noted. The internal surface and distal marker band did not reveal any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17544957 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the information available for review, vessel characteristics (calcification and a rate of stenosis of 70%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.